Event description:
Dental implant failure

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat# lot isps1038 7780103 isps1035 7585706 manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.